Event description:
Customer reported bravo ph capsule that was still attached after two weeks. The physician was able to remove the device with a cold snare technique; the procedure went well, with minimal trauma to the pt. It was reported that the pt tolerated the procedure and is doing well.